Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating") and memory impairment ("forgetfulness,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral).). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, hypersensitivity, urinary tract disorder, fatigue, alopecia, weight increased, abdominal distension and memory impairment outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, memory impairment, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, migration, urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On 10-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ was replaced with new events. New events added: pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse),dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), allergy, migration, urinary problems, fatigue, hair loss, weight gain, bloating, forgetfulness. Event outcome were added. Reporter information were updated. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.